Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking. This was observed during setup of peritoneal dialysis therapy. The location of the leak was at the connection point between the cassette and the solution bag. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.